Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, gastroin testinal/pelvic floor. It was reported that  the patient reported medical history and said that their previous implant had been "too technical" for them and it hadn't been helping them because they didn't know how to use it so they had it removed by the same healthcare provider (hcp) who implanted their current implant.  The patient stated they got the implant for bowel. They had limited success using the bladder manufacturer company implant. The patient said they would've done anything to help their issue post giving birth so they went forward with the implant and stated conflicting information from what they said before about their previous implant: they said it seemed to help them with the bowel but after a point, they "just decided" maybe they were eating better "or whatever" but they knew they were no longer using it so they had their hcp remove it but they weren't as negative about it that they swore it off forever.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.